Event description:
Pt was using the nxstage system one home hemodialysis unit. She was heavily medicated for a very bad migraine headache and was using the machine while alone. She was specifically instructed not to use the machine while alone. She could have been very confused or delusional by the headache medication. She connected herself to the machine as she would normally do. She even set out supplies for her partner. She filled out the form as she would normally do. The start time was listed as 2:26 am. This was unusual. She normally has her treatments in the mid morning or the early afternoon. Rptr's spouse and family member are pt's normal partners. She also has a friend that is trained as well to be her partner on an occasional basis. She started her treatment and filled out the first row of data on the form. It is unclear to us what exactly at that point went wrong. Rptr has also considered that this death could have been coincidental but rptr feel that this is unlikely. The end result is that when rptr was unable to reach her in the morning they became concerned and called the building manager to open her apartment. She was found dead on the floor still connected to her machine. The coroner removed her body. An autopsy has been performed. Rptr is waiting for the results.